Manufacturer narrative:
(B)(4).

Event description:
It was reported that bluetooth connection between transmitter and mobile app issue occurred. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4). D4: additional device information correction. H2: correction. H4: device manufacture date correction to remove. H6: method code correction to remove 3331. H6: method code correction to remove 4114.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for corrections to h6 codes.